Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0wzed, implanted: (B)(6) 2015, product type: lead. Product ID 3889-28, lot# va0wzed, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Lead was returned but no analysis has been completed yet.

Event description:
The manufacturer representative reported that there was normal battery depletion on the implantable neuro stimulator (ins). There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the lead (l/n va0wzed) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wzed, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0wzed, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that during a replacement a new lead was implanted and it was tested with the new battery and had impedances >4000 ohms. The lead was replaced which worked out the issue.